Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the side-viewing endoscope tested positive for candida. The user facility did not provide other detailed information such as the number of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus. Since the subject device was not identified, the manufacturing records of jf-260v at the user facility were reviewed and found no irregularities. It was presumed that cleaning, disinfection or sterilization might be insufficient or improper. The exact cause of the reported event could not be conclusively determined.